Event description:
The customer reported that his olympus evis exera iii video system center was experiencing a heating issue whenever plugged into the facility¿s wall plate during an unspecified procedure. According to the initial reporter, a diode on the back side of the board burns out and causing the video signal to be lost. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. The above event has been capture under report with patient identifier (B)(6). The customer went on to note that this event has been occurring about once a month. As a specific number of events could not be provided, this report is being submitted as a generic file to capture the unknown number of events.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted by olympus. Though the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Sections d9, h3, h4, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the signal issue could not be determined. Olympus will continue to monitor field performance for this device.